Manufacturer narrative:
The returned autopulse platform (sn: (B)(4)) was serviced at zoll for preventative maintenance (pm). During the functional testing, the autopulse platform displayed user advisory (ua) 17 (max motor on time exceeded during active operation) and fault code 27 (encoder fault (> 3000 rpm)) error messages. The root cause of the ua17 error message was the defective drivetrain motor and the root cause of the fault code 27 was the defective integrated encoder gearbox, likely due to defective components. The drivetrain motor assembly was replaced to address the ua17 error message, and the integrated encoder gearbox was replaced to remedy the fault code 27. Unrelated to the observed error messages, it was noted that the shaft lock plunger was slightly worn out, and it was replaced. During the visual inspection of the returned autopulse platform, no physical damage was observed. Following service, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The brake gap inspection was performed and verified the brake gap was within the specification. Load cell characterization test was performed and confirmed both cell modules are functioning within the specification. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for autopulse with serial number (B)(4).

Event description:
The autopulse platform (sn: (B)(4)) was returned for preventive maintenance (pm). During the functional testing, the autopulse platform displayed user advisory (ua) 17 (max motor on time exceeded during active operation) and fault code 27 (encoder fault (>3000 rpm)) error messages.